Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, significantly diminished vaporization and the fiber cap broke after (B)(4) joules of use. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: good; there was not patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Probable root cause: based on the device analysis, the product complaint "fiber cap broke" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.